Event description:
The customer reported to customer service that when using the 27 mm breast shields with her breast pump, her nipple rubs and she has experienced a blocked milk duct.

Manufacturer narrative:
In follow up with the customer, she confirmed that she was experiencing clogged ducts and breast shield sizing issues and did seek help from a lactation consultant, who advised her to use a 27 mm shield on one breast and a 30 mm on the other. She disclosed that she developed mastitis for which she was treated with antibiotics. She is responding to the antibiotic treatment and her baby is doing well. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, fourth edition, page 294)]. There is no indication that there was a malfunction with the pump, but this customer's issue appears to be related to improper breast shield sizing. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.